Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (brand name depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 6633087). The subject device was returned with the complaint condition stating the depth gauge fell apart during surgery. The staff took it to the back table to attempt to put it back together again and while putting it together the probe broke off. The subject device was returned to synthes customer quality for investigation. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Device drawings, current and revisions, for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part number 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previously reported, a review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device was received broken; the hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The complaint condition is confirmed. Additionally, the outer body was not returned. The handle/internal slider has various marks and scratches, and the laser marking on the shaft is clearly visible. The exact root cause of the complaint condition cannot be determined but the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during storage. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A service history record review was performed for the subject device. No service history review can be performed as part# 319.006, lot# 6633087 is a lot/batch controlled item. The service history review is unconfirmed. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal fibula fracture case on (B)(6) 2016, the probe on the depth gauge broke off. The depth gauge fell apart during surgery. The staff brought the depth gauge to the back table to put it back together. While attempting to reassemble it, the probe broke off. There was no delay in surgery as another instrument was available for use. There were no fragments and no harm to the patient as this occurred on the back table. This is report number 1 of 1 for complaint (B)(4).